Event description:
Removal of endosseous dental implant. Implant was place don (B)(6) 2012 in site #14 (type iii-IV bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation procedure was performed using allooss, puross and r6. An infection was involved in the event. The implant was removed on (B)(6) 2013 due to bleeding and infection. Medical history: no significant findings.